Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot#; unk_jr;unknown stryker stem; unknown unk_jr;unknown stryker femoral head;unknown unk_jr;unknown stryker shell;unknown unk_jr;unknown stryker screw;unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown implant liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: insufficient information was provided to support a medical review. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient¿s right hip was revised due to infection. All components were removed and competitor spacer implants were re-implanted. It was further reported that the screw visible in the attached photograph was used for polyethylene extraction. No previous surgery sheet was available. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards the exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following information was provided: patient's right hip revised due to infection. No previous surgery sheet available. Screw on the attached photo was used for poly extraction. All components removed. Competitor (spacer) implants re-implanted. Rep confirmed that no further information will be released by the hospital or surgeon.